Event description:
Leica biosystems received a complaint that tissue was under processed. On (B)(6) 2018, leica biosystems received the following information from the laboratory, "there were many cases that were not diagnosable, but I don't know how many cases were truly undiagnosable." Leica biosystems requested specific patient identifier information; however, the complainant stated, "I don't have that information." If additional information is obtained a follow up report will be submitted.